Event description:
It was reported to boston scientific corporation in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed one day prior. According to the complainant, during preparation of the prolieve catheter, the compression balloon was tested. The balloon was ruptured and water was "pouring" out. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The lot number (615547) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.